Manufacturer narrative:
Followed up with company representative. Eval summary: a visual and functional examination of the returned catheter was performed. Catheter size 15/3, lot 01090273. Red dried substance in y-adapter and on the catheter. No stylet. No balloon attached to catheter. Catheter significantly stretched about 2.5 inches from the proximal end. Conclusion: it is possible that the balloon could have gotten snagged in the vertebral body or protruding bone causing the catheter to not be able to be removed from the vertebral body cavity. It is also possible that the balloon could have gotten snagged on some other object preventing the catheter from being removed from the vertebral cavity. Since the report indicated that the balloon could be re-inflated and then deflated, it can be presumed that the balloon did not burst during the procedure. Based on the nature of the stretching of the catheter, it can be assumed that excessive force most probably was applied to the catheter. The balloon most probably broke off during the excessive force applied during the retrieval process.

Event description:
It was reported that a pt underwent a procedure at level t7. During the procedure, the physician had difficulty pulling the catheter out of the vertebral body. The contralateral balloon inflated fine and deflated as confirmed on fluoroscopy, but could not be removed. He re-inflated and deflated with no success in removing the balloon and he tried to vacuum the syringe out. Reportedly, the physician became more aggressive and began pulling on the inflatable bone tamp. The catheter came out without the balloon and was confirmed on fluoroscopy that both radiopaque markers were still in the vertebral body. He decided to leave the balloon inside the body and cement around it. The case was completed and the pt is fine. There were no allergies to the contrast media (the balloon did not burst), and neurological dysfunction testing confirmed that there were no issues with the pt. No additional info was reported.